Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 300 units of insulin during the load sequence with multiple cartridges. A new cartridge was loaded to resolve the issue. Additionally it was reported that the insulin gauge was inaccurate. Customer declined further troubleshooting from tandem technical support and continued to use the existing cartridge for insulin therapy. Customer¿s blood glucose level ranged from 302-369 mg/dl.